Event description:
It was reported that the pacemaker exhibited premature battery depletion and was subsequently explanted and replaced. No additional adverse effects were reported. The device will be returned once patient consent is received, however at this time patient consent to return device has not been received. Thus the pacemaker is in quarantine at the hospital at this time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.